Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/10/2023, it was reported by a sales representative via sems that an abs-10061t arthrex angel prp kit spilled blood at the spot where the tubing goes over the centrifuge sensor. There was no blood going into the cassette, however, the centrifuge was reading otherwise. The centrifuge was cleaned and a new abs-10063 cprp processing set was used to complete the case. This was discovered during a shoulder tenotomy with prp procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is confirmed based on the customer-provided photos. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed on ncr-22300.